Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported both monitors are not working. No patient injury was reported.